Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2014-00358. It was reported the patient's (B)(6) therapy coverage was inadequate. Stimulation was reportedly not being delivered to the correct areas. In addition, it was reported the patient experienced difficulty maintaining communication with the ipg cia the charging system. A diagnostic test found impedance issues for several lead contacts. Surgical intervention was undertaken to explant and replace the patient's lead. During the procedure, a sterile breach involving the ipg occurred. Due to this issue and the previously reported communication difficulties, the physician elected to explant the patient's ipg. The surgical procedure was extended reportedly lasted two hours. Antibiotics were administered as a precautionary measure, and a replacement ipg will be implanted a later date.

Manufacturer narrative:
Results: the complaint from the field was confirmed due to multiple broken wires observed in the paddle (stimulation) end of the lead. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.